Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis found that the upper and lower case, side bail covers, ring cover and battery drawer are broken, that the battery release, heart block and lead flex cover are contaminated, one side bail is bent and the ring and battery o-ring are missing.

Event description:
The external pulse generator was returned to the company service department for regular preventative maintenance and subsequently tested out of specification during manufacturer's analysis. No patient involvement or complications were reported as a result of this event.